Manufacturer narrative:
One device was received for evaluation. Review of the event history log confirmed the reported problem. It revealed a primary audible alarm bgnd test and travel coarse error¿check clutch/plunger lever. The device was recalibrated. It was determined that the root cause was due to electrical component interference. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an acu watchdog failure error. There was no patient involvement, and no patient harm reported.